Manufacturer narrative:
The user facility reported that there was no patient or procedure involvement subject of the reported event. The steris lb53 lighthandle covers are sterilized consumables (disposable, single-use only) that are used to drape the lighthandle for the purpose of maintaining a sterile surgical environment. The lighthandle cover is manufactured and packaged in a controlled environment. Employees wear hair nets, safety glasses, gloves, and are fully gowned. The lighthandle cover is terminally sterilized using ethylene oxide. The entire lighthandle cover device including the contents within the sterile barrier are considered sterile. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. A complaint review has considered the reported event to be isolated for the subject lot. No additional issues have been reported.

Event description:
The user facility reported via medwatch # (B)(4) that a hair was found in the lighthandle cover. No report of injury.